Event description:
It was reported that the catheter was placed infraclavicular and performed successfully. When the pt attempted to remove the catheter at home they experienced difficulty. It is unclear if the catheter tip separated while the pt was at home attempting to remove the catheter or if the tip separated at the hosp when a clinician removed the catheter. A clinician was able to remove the remaining piece by pulling it from the pt. There was no delay in treatment and no pt death. Additional info received on 9/16/2010 from the physician stated the pt's wife pulled firmly on the catheter and pt complained of pain deep into the insertion site. On repeated pulls, the catheter's outer covering separated. Pt called into the hosp from home and reported problem. This was on a saturday and they had a f/u visit on monday with the orthopedic surgeon. Pt lived two hours away from the clinic. Pt was seen by the anesthesiologist on monday and the catheter was removed intact. The physician prepped the insertion site and local infiltration of skin. He exposed the catheter prepped with betadine. An introducer was placed over the catheter and introducer was advanced into the puncture site. The catheter was moved with firm steady pressure. The pt was a healthy, middle age, male.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.